Event description:
A malfunction occurred on the pump after water got splashed on it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. No additional information was received regarding the outcome of the event, as the customer's call dropped while attempting to get charging supplies. After reaching the customer, cts decided to replace pump. The customer reverted to an alternate method of insulin therapy.